Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 3/7/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, rectocele and sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation & recurrence. It was reported that patient received interstim implant on due to recurrent sui on (B)(6) 2002. No additional information was provided. (B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency and frequency. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.